Event description:
It was reported that there was a momentary power loss to the vibrator motor, indicated by a malfunction code. There was no adverse impact on the customer's blood glucose. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the problem happened again.